Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the tip broke and the aiming beam / output beam was observed to fire straight out of the fiber at 160 watts and 79,151 joules of use. The procedure was completed using a second surgical fiber. Outcome: "no njury to the patient".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap;the fiber beveled edge is off center; the metal cap exhibits a small hole and char at the beveled edge location; the metal cap exhibits mild detritus buildup; the fiber was tested with hene laser fixture, aim beam is visible at the output window. Probable root cause: based on the product analysis results, the product complaint of "aiming beam fires straight out of the fiber" could not be confirmed; a cap failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This issue is not an MDR reportable event.